Event description:
When the device was pulled from the packaging, the shaft under the balloon was severed in half.

Manufacturer narrative:
The catheter balloon separation occurred and was detached prior to use in pt and the catheter was not used in a pt. Thus, there was no pt involvement. Eval summary: visual examination of the returned catheter found that the balloon was severed at the mid section. Two of the scoring element struts were severed. The distal balloon section and proximal balloon section were held together by one scoring element strut. There was a clean cut observed on the balloon. There was presence of blood inside the inflation lumen of the catheter. Results: the catheter balloon separation was reportedly observed as the device was removed from its packaging.